Event description:
Infusion pump with "bad battery." The event was reported to have occurred during biomed testing. The hospital rep stated they have no record of any pt incident involving the pump since thet last baxter service event and no pt injury had been reported.